Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported incomplete coaptation/slda was likely due to challenging patient anatomy. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device detachment (slda) requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with a restricted posterior leaflet. The first clip (20621r165) was deployed successfully. For further mr reduction, a second clip was then prepped for implant. During prep, it was noticed that the first clip had come off the posterior leaflet. The second clip was then implanted to stabilize the slda clip. For further mr reduction, a third clip was placed bringing the gradient measure to 8 mmhg. The heart rate and blood pressure were brought back down to the patients normal, and the gradient measure was then 6 mmhg. The physician was satisfied with the gradient measure and deployed the clip. The procedure was concluded with a resulting mr of 1+. This issue reportedly caused a clinically significant delay, but the delay did not result in adverse patient sequelae. No additional information was provided.